Event description:
The facility reports as the pt was being transferred into the bath, the hoist became stuck. The pt became hysterical and had to be removed manually from the hoist. The pt suffered no injury, but a member of the staff has since complained of a pain in the lower back.